Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 1206 ventricular sensing integrity counts (sic); non-sustained (nst) episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1664 ohms up from a trend in the 300-400 ohm range. Impedances remain high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and presented to the hospital. The right ventricular (rv) lead had high pacing impedance, a high sensing integrity count (sic), and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.